Event description:
Customer reported that the dimension exl with lm integrated chemistry system downloaded a sample to be run as serum but the system reported the results as urine. The customer was using bar-coded tubes for sample identity. The customer opines that the system changed the sample type from plasma to urine, processed the sample and reported data to the lis without displaying an error code. The result was not released from the laboratory. The customer ran the sample on a back-up system and reported those results. There were no reports of adverse health consequences or known patient intervention due to the sample transposition.

Manufacturer narrative:
A siemens global product support specialist analyzed the instrument data provided by the customer. Based on a review of the data log screens provided by the customer a specific cause of this event could not be determined. The instrument is performing within specifications. No further evaluation of the device is required. No conclusion can be drawn.